Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although it was the intention to obtain event details and patient demographics, it was stated by the customer in his initial report that no additional information will be provided.

Event description:
It was reported that the pump module produced channel error 210.5020. No additional information was provided.